Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device via 8fr sheath after an ep ablation procedure. Reportedly, when pulled back on the plunger, the knot was undone. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no femoral angiogram nor ultrasound was performed prior to the device deployment. It should be noted that the proglide instructions for use, access site and puncture considerations states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram. In this case, the reported IFU violation cannot be determined to have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respe.CT to the design, manufacture, or labeling of the device.d10, h3 - device not returned